Event description:
The customer reported that speaker malfunction inop message was displayed and no sound was coming from the device. The device was in used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.